Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the videoscope experienced loop damage. There was no report of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of loop damage was confirmed. Based on the results of the investigation, the cause of the loop damage was due to adhesive wear around lenses and insertion tube delamination. The most probable cause of the failure is cause traced to component failure, indicating expected or random component failure without any design or manufacturing issue. An additional reportable malfunction of corrosion of the flexible printed circuit board that was identified during the device evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.